Manufacturer narrative:
Added common device name. Added serial #, catalog #, expiration date, UDI #. Updated combo product field, added PMA/510k #. Added device manufacture date. Updated method code 1 and results code .1 added implant/explant date. Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2000: hamilton medical center, brian a. Hoffman, md, umbilical hernia repair: 33-year-old white female who developed a bulge and tenderness around the umbilicus after a recent pregnancy. An incision was made along the scar from my previous incision just lateral to the umbilicus. The hernia sac was immediately identified. It was densely adherent to the undersurface of the skin. It was dissected free. The dissection was carried circumferentially down to the fascia. There was significant scarring throughout the area. The hernia sac was excised at the fascia edges. There were adhesions of the omentum to the hernia sac and to the peritoneum. This was freed up for a short distance circumferentially around the defect. The defect was then closed with interrupted #1 nurolon. The wound was closed with a running 3-0 vicryl on the subcutaneous tissue with a 4-0 vicryl subcuticular stitch in the skin. (B)(6) 2003: (B)(6) hospital, (B)(6) md, colonoscopy: postoperative diagnosis: rather extensive sigmoid diverticulosis ¿ probably history of diverticulitis. Pseudo melanosis coli. ¿this patient is very young, and she will probably continue to have trouble with diverticulitis. I think there is a good chance that the patient will ultimately require sigmoid colon resection. I will talk with her about this. We will talk about diet modification including the addition of fiber supplement. The patient has incisional hernia and we need to try to figure out how to approach this, either open or laparoscopic and talk about the timing of this operation.¿ (B)(6) 2003: (B)(6) hospital, (B)(6) md, exploratory laparotomy with sigmoid colon resection and repair of incarcerated incisional hernias pre/postoperative diagnosis: 1. Recurrent sigmoid diverticulitis. 2. Incisional hernias. 3. Morbid obesity first assistant: dr. (B)(6). Anesthesia: general findings: there was moderate chronic appearing inflammation around the middle part of the sigmoid colon. The area of diverticulosis seemed to be confined to the sigmoid colon. The rectum and descending colon were normal. There were some adhesions in the right upper quadrant between the ______ and the liver. The patient has had cholecystectomy. The small bowel was normal. The uterus was normal. There were some small cysts on the ovaries but they were otherwise normal. There was incarcerated omentum in the incisional hernias. Details of procedure: the patient was taken to the operating room and placed on the operating room table in the supine position. General anesthesia was administered. Sterile prep and drape was carried out. The patient¿s legs were in stirrups. Foley catheter was placed. The scalpel was used to make a midline incision. Cautery was used to divide the subcutaneous tissue and the fascia. The peritoneal cavity was carefully entered above the old incision. The incarcerated omentum was reduced from the hernias with sharp dissection and cautery dissection. Numerous adhesions between the omentum and the anterior abdominal wall were removed with cautery. The omniretractor was used for exposure. The abdomen was inspected with findings outlined above. Sigmoid resection was then carried out. The lateral peritoneal reflection was taken down with cautery. The left ureter was identified and kept out of harms way. The colon was divided with the gia stapler at the approximate level of the descending colon/sigmoid colon juncture. The mesocolon was taken down between kelly clamps, divided and ligated with 2-0 vicryl ties. The distal colon was divided with the gia stapler at the level of the sigmoid colon/rectal junction. The specimen was sent to the lab. Hemostasis was good. The descending coon reached down to the rectum. An anastomosis was created between the descending colon and the upper rectum with the 28 mm. Eea stapler. The anvil was placed in the proximal colon with a purse string device. The first assistant had previously checked the rectum for the appropriate size stapler. The first assistant placed the stapler through the rectum and an anastomosis was made joining the anterior wall of the upper rectum to the end of the descending colon. Both ¿doughnuts¿ of tissue were intact. The first assistant instilled some air into the rectum after I had filled the pelvis with sterile saline. No leaks were noted. The abdomen was again washed out and dried thoroughly. Hemostasis was good. Sponge and needle counts were correct. The incisional hernias were closed with interrupted 0 prolene sutures. A piece of ¿intercede absorbable gauze¿ was used under ______ of the midline incision to hopefully prevent future adhesions. The fascia was closed with running #1 prolene sutures with one suture started at each end of the incision and tied to the _______ ______ subcutaneous tissue was washed out and dried thoroughly. The skin was closed with metal clips. The patient tolerated the procedures well with no obvious complications. [Poor copy, parts of the copy were illegible] (B)(6) 2003: (B)(6) hospital, (B)(6) md: exploratory laparotomy preoperative diagnosis: probably postoperative intra-abdominal hemorrhage. Postoperative diagnosis: 1. Negative exploratory laparotomy 2. Probably hemolysis anesthesia: general findings: the patient is morbidly obese. There was a little seroma in the subcutaneous tissue. There were no signs of infection. There were numerous dense adhesions appropriate for this stage of the healing process. There were several hundred cc¿s of serous fluid in the abdomen. Stat gram stain of this fluid showed a few white blood cells and no bacteria. There were no signs of intra-abdominal infection. There were especially extensive adhesions in the pelvis. Details of procedure: the patient was taken to the operating room and placed on the operating room table in the supine position. General anesthesia was administered, and the patient¿s abdomen was prepped and draped in the usual sterile fashion. The midline incision and reopened carefully. Numerous dense adhesions were taken down very carefully with sharp and blunt dissection. All of the adhesions in the pelvis were not taken down. I thought that this would be too risky. Cultures of the peritoneal fluid were taken. The serous peritoneal fluid was suctioned out of the abdomen. The intestines looked normal. I did not feel any fluid pockets in either upper quadrant of the abdomen. I did not take down all of the numerous dense adhesions in the lower midline of the pelvis but I was able to enter the upper pelvis on both sides and there were no signs of abscess collections of blood. There was absolutely no blood in the abdomen. I elected not to try to dissect all around the colorectal anastomosis for fear of disrupting some loops of bowel, etc. The midline fascia was closed with running #1 prolene sutures with one suture started at each end of the incision and tied in the center. The subcutaneous tissue was washed out thoroughly. The skin was closed with metal clips. The patient tolerated the procedure well with no obvious complications. I will consult the internal medicine service to assist with evaluation and treatment of the patient¿s hemolysis. Implant preoperative complaints: n/a implant procedure: (B)(6) hospital, (B)(6): exploratory laparoscopy with extensive adhesiolysis. Laparoscopic repair of recurrent incisional hernias with ¿gortex¿ mesh. [Gore® dualmesh® 1dlmc08/02764570]. See attachment for continuaton.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, and (B)(6) 2014, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: previous gore mesh was found folded/rolled up leading to recurrence, gore mesh removal, gore mesh was imbricated to the patients fascia for repair, drainage of abscess,evolving small bowel obstruction defect, recurrent incisional hernia repaired with placement of new mesh, extensive adhesions, excessive intraluminal fluid that led to enterotomy, incarcerated hernia, chronic draining fistula, placement of wound vac, debridement due to abdominal fistula and abscess. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.